Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician with supplemental information by a nurse from the (B)(6) of not wearing mask/break in aseptic technique, peritonitis, fever and diarrhea coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapy. On an unreported date the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of the report, the action taken with dianeal pd2 ambuflex was unknown. On an unreported date, the patient experienced a break in aseptic technique, described as did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis, further described as continuous abdominal pain and cloudy effluent, and was hospitalized that same day. On (B)(6) 2012, a peritoneal effluent analysis and culture were performed. The results of the analysis revealed a leucocyte count of 2816, erythrocyte count of 0, neutrophil count of 100 and the culture had no organisms seen. On an unreported date, the patient began remedial therapy with vancomycin and amikacin (dose, frequency and duration not reported). The peritonitis is reportedly unresolved as of this report

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.